Manufacturer narrative:
(B)(4). This complaint was not confirmed. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center needing to end therapy on the homechoice (hc) machine as there was air in the lines during initial drain. The technical service representative (tsr) assisted the home patient (hp), who stated she forgot to open the patient clamp during the priming. The hp then connected herself, and the patient line had a lot of air bubbles. The tsr assisted the hp to cycle power , end therapy, and start over with all new supplies. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: she was unaware if the event was reported, but had spoken to the patient recently and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.